Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the final line of the homechoice cassette and the final bag. This was observed during dwell four of four of peritoneal dialysis (pd) therapy; the patient was connected at the time of the event. The patient reconnected the line to continue treatment. Renal therapy services advised the patient to end therapy, perform a manual drain, and contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.